Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); (lack of information, cause of event unknown). Evaluation, conclusions: (lack of information, cause of event unknown).

Event description:
A talent thoracic stent graft was implanted in a patient for the endovascular treatment of an unknown size saccular thoracic aneurysm last year. Vessel morphology was not reported. The implant was successful with no endoleak; however, it was identified by a different doctor that the aneurysm had enlarged. The patient came to the hospital where a CT scan and angiography identified a type ib endoleak. Another manufacturer's device was deployed, and the endoleak was resolved. The physician commented that, even though there is a long enough distal landing zone, he is unsure why the endoleak occurred. No additional clinical sequelae were reported, and the patient is fine.